Event description:
It was reported that before use during a preventive maintenance (pm) performed by a getinge field service engineer (fse), battery needs replacement. Batteries didn't last for pm.

Manufacturer narrative:
The getinge field service engineer(fse) that experienced the issue replaced main batteries (0146-00-0039) and unit passed all performed calibrations, functional and safety tests. Unit was returned to customer and cleared for clinical use.